Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with reservoir. The insulin flow is blocked and needs to change the reservoir. Customer stated the insulin flow is blocked. The customer's blood glucose was unknown. She stated the device smells like insulin. The device passes displacement test and self-test. The customer will continue to monitor device.